Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump being placed/primed for the support of the patient admitted in with acute myocardial infarction and cardiogenic shock. During priming, no purge fluid was observed flowing from the impella motor area, so insertion of the impella was abandoned. An intra-aortic balloon pump was instead placed. There was no patient harm.